Event description:
It was reported that a patient complained of a burning sensation on their right forearm after the completion of their scan. The doctor reported observing a possible mild burn/bruise on the patient's right forearm.